Event description:
Patient had left ureteral stent placement and eswl in 2009. The patient returned at about 2 weeks for another eswl procedure, the stent remained in the patient during the procedure. At about one month later, the patient returned to have the stent removed using a cystoscope, at this time 1/3 of the stent curve was removed noting 2/3 of the stent remained in the patient's ureter and kidney. In about 3 month, the patient is scheduled to have the remainder of the stent removed. Patient is doing fine.

Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned at this time. At this time, the customer has not provided an actual part number of the stent involved. The only information the customer was able to provide concerning the product involved was a 4.7fr 24cm double j stent. Based on the customers statement, cook believes the part number listed is the complaint part number involved. The sales rep has indicated the storage conditions are currently adequate. The patient is having the remaining segment removed in 2009. As additional information becomes available, it will be forwarded.